Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enterectomy, while being applied at the small intestine, the stapler did not fire. The patient was alive with no injury.